Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 23 fractured. Construction was an upper prosthesis placed on locators. Patient sufferd from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.